Event description:
Boston scientific received information that during the attempted implant of this implantable cardioverter defibrillator (ICD) with this chronic implantable defibrillation lead, during defibrillation threshold (dft) testing, shock therapy was delivered and did not convert the patient's rhythm. A shorted lead fault was observed following shock delivery. Additionally, shock impedance measurements for the therapy episode were observed to be less than 20 ohms. The patient was externally rescued. Boston scientific technical services (ts) recommended implanting another device. No adverse patient effects were reported.

Manufacturer narrative:
Another device was successfully implanted. The lead was surgically capped and abandoned and a new lead was implanted. Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no anomalies. Review of device memory confirmed a shorted lead fault was recorded during defibrillation threshold (dft) testing. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during shock delivery that resulted in the shorted shock lead fault. The fuse in a defibrillator works in a similar manner to a fuse in a household circuit box; it is a safety switch that breaks (intentionally) if current becomes too strong. If something is not otherwise done to stop electricity from flowing, the high current caused by a lead short circuit will cause significant collateral damage. In the case of defibrillators, the fuse was added to prevent shock-level energy from further damaging internal device circuitry, so that brady pacing (and anti-tachycardia pacing) will still be available even if shock support is lost. The fuse also protects device memory (particularly diagnostic test results), thus device history is preserved for physician and laboratory review.